Manufacturer narrative:
The following items were provided by the customer for complaint investigation: received: -one used list #011-46106-23, transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves; lot #13656351 -an image showing the involved device. The reported complaint of broken connector was confirmed on the returned set. During visual inspection of the used sample, the female luer connected to the transpac was broken. A part of the female luer was still inside the male luer. The probable cause of the broken female luer broken is unintentional bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 09apr2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. It was reported that the flush connector of the blood saver is broken. The incident did not result in physical harm or injury to the patient.